Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Serial number (B)(6) for the arctic sun device is included for reference purposes only. They had already confirmed the probe was reading accurately. With the cable, the patient temperature was reading 19c, when it was really 37c, making the water increase to 40c. Cable described as a molex style connection. Suggested borrowing a cable from another device, if able. Also, check with biomed and central supply to see if they carry spare cables. Emailed tm and fss to see if they were in the area to bring in another cable or know of a neighboring hospital that might have one. Nurse called earlier and was recommended to replace the temperature cable on their device. They have checked with their biomed department, but they did not have one at the moment. Nurse was waiting on a return call from their representative. Informed nurse to reach out to their local representative earlier to make them aware, and if they were in the area to see if they would be able to assist with obtaining one. The lot/serial number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. No additional actions can be taken at this time. Corrections: d, e the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature in cable connected to an arctic sun device was faulty and needs to be replaced. They had already confirmed the probe was reading accurately. With the cable, the patient temperature was reading 19c, when it was really 37c, making the water increase to 40c. Cable described as a molex style connection. Suggested borrowing a cable from another device, if able. Also, check with biomed and central supply to see if they carry spare cables. Emailed tm and fss to see if they were in the area to bring in another cable or know of a neighboring hospital that might have one. Nurse called earlier and was recommended to replace the temperature cable on their device. They have checked with their biomed department, but they did not have one at the moment. Nurse was waiting on a return call from their representative. Informed nurse to reach out to their local representative earlier to make them aware, and if they were in the area to see if they would be able to assist with obtaining one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature in cable connected to an arctic sun device was faulty and needs to be replaced. They had already confirmed the probe was reading accurately. With the cable, the patient temperature was reading 19c, when it was really 37c, making the water increase to 40c. Cable described as a molex style connection. Suggested borrowing a cable from another device, if able. Also, check with biomed and central supply to see if they carry spare cables. Emailed tm and fss to see if they were in the area to bring in another cable or know of a neighboring hospital that might have one. Nurse called earlier and was recommended to replace the temperature cable on their device. They have checked with their biomed department, but they did not have one at the moment. Nurse was waiting on a return call from their representative. Informed nurse to reach out to their local representative earlier to make them aware, and if they were in the area to see if they would be able to assist with obtaining one.